Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a procedure performed one day prior. According to the complainant, the sheath was bent when inserting the device into the scope during the procedure. This resulted in the clip not opening inside the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.